Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used for event date. H6-(health effect clinical code 4): 1845. H6-(health effect clinical code 5): 4581. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Hypotony, iop increase, corneal edema, choroidal effusion, and shallow anterior chamber are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the devices or the way they were used. The reported events (hypotony, iop increase, corneal edema, corneal complication, choroidal effusion, and shallow anterior chamber) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2024-00069 for the report of hypotony, iop increase, corneal edema, corneal microleak, choroidal effusion, and shallow anterior chamber associated with the g1 device. Please reference report 2032546-2024-00071 for the report of malpositioned stent and stent obstruction associated with the g1 device. Please reference report 2032546-2024-00072 for the report of malpositioned stent and stent obstruction associated with the g2-m-is device.

Event description:
The following was reported through a review of the retrospective study titled, ¿outcomes of istent versus endocyclophotocoagulation (ecp) as adjunct to cataract surgery by phacoemulsification for glaucoma patients¿. Reportedly following right eye (od)* cataract plus trabecular microbypass stent procedures in a total of twenty-seven (27) eyes, two (2) eyes presented postop with hypotony, and two (2) eyes presented postop with elevated intraocular pressure (iop), which was resolved with topical glaucoma medication. Additionally, per report, there were two (2) cases of corneal edema, one (1) case of corneal microleak, one (1) case of choroidal effusion, and one (1) case of shallow anterior chamber (ac). Also, per report, there was one (1) case of malpositioned stent and one (1) case of stent obstruction, which did not require intervention. Additional information has been requested. Please see attached article for further details. Reference doi:10.1177/11206721241261418. This report references the cases of hypotony, iop increase, corneal edema, corneal microleak, choroidal effusion, and shallow anterior chamber associated with the g2-m-is device. Note: *mean and mode used.